Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was having surgery for an unrelated issue during which the patient's catheter was inadvertently cut. The catheter was successfully reconnected and the issue was resolved. No further complications have been reported as a result of this event. 2019-01-31, (rep): no additional information was contained in this document.